Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, stained serial number label and severely faded end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the cap on top of the reservoir compartment came disconnected from the pump. The customer's blood glucose level was 11.4 mmol/l at the time of the incident. The product was returned for analysis.